Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr xl - left. Reason(s) for revision: pain. Update form 73 received may 3rd, 2013. Product, patient ID, additional reasons for revision added. Reason(s) for revision: hip is underperforming - injections x 2 MRI showed peri prosthetic fluid collection around femoral comp. Update 8 dec. 2015: updated as legal. Added patient name, gender and date of birth. Added additional surgeon, added manufacture and expiry dates for products. Taken from new asr legal claim.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.